Manufacturer narrative:
.

Event description:
It was reported that the patient experienced an increase in seizures recently. Patient's vns device was interrogated successfully on (B)(6) 2015. System diagnostics were attempted 4 times to confirm device function and to rule out vns as the cause for the increase in seizures. However, the diagnostic results kept saying "fault" and were not successful. After 4 unsuccessful attempts, device was interrogated again and the settings were confirmed to be the intended settings. The medical professional decided to increase the patient's medication dosage in regards to the increase in seizures. Attempts to obtain additional relevant information have been unsuccessful to date.